Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor underinfused during patient therapy. It was reported that half the volume was infused over the course of the expected time of infusion. The device was filled with an unknown chemotherapy drug. Reportedly after the patient was disconnected from the infusor it was observed that 130 ml remaining in the infusor. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.